Manufacturer narrative:
While working on wisdom teeth removal (all 4 removed), the pt's inside lower lip was burned. (B) (6) said it was a medium size burn. The doctor injected the lip with steroids to heal quicker. No other ointment or medication was given to pt for burn. Pt did heal. During product evaluation, low residue was found in the handpiece. The nose bearing was stiff and came apart causing the tip of the handpiece to heat up.

Event description:
The dentist while working on wisdom teeth removal, the pt's inside lower lip was burned.